Event description:
The customer stated a paced patient expired without any alarm messages. The customer was not sure if the checkbox for paced patient was marked.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to collect the log files which were submitted for analysis. Logs revealed that the alarms for the patient in question were manually suspended by a user at 5:52 am and were not active again until 6:58am. The patient incident occurred at 6:51am. Post incident testing of the device by the hospital biomed found the device operating as expected as alarms sounded on command during simulated alarm events. No malfunction occurred. The device remains fully operational and in use at the customer site.